Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the pilot valve is sticking. Associated malfunctions for this device: 4 way valve leaking, tie wrap and f tube defective.